Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant attempt, the physician placed the lead, but could not get an acceptable threshold measurement where it was thought to be stable. The physician decided not to use that lead and to place another style of lead. The new lead was placed and connected to the device. Post procedure, the lead was checked and the threshold was high. The lead was turned off and the physician may attempt to repostion the lead at a later date. No patient complications have been reported as a result of this event.